Event description:
Following a diagnostic procedure, an angio-seal device was placed in the pt's right leg. The pre-placement angiogram revealed that the procedure site was the inguinal ligament artery. The pt subsequently complained of right groin pain radiating to the back. A cat scan of the pelvis revealed a retroperitoneal bleed and hematoma. The hematoma was resolved with pressure at the site for 6 hours along with a pressure dressing. The pt was discharged on 08/14/99 in satisfactory condition. The physician stated that the incident was related to the site utilized, not the angio-seal device.